Event description:
Manufacturer's first level investigational unit confirmed the lancet protrudes beyond the end cap of the multiclix device after firing. No adverse event reported. Suspect device has been returned.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
It was reported that the jaw of the instrument was broken during use, but no pt complications were reported.